Event description:
The customer's blood glucose was unknown. It was reported that the customer's sensors did not all work the same. The customer stated that some sensors were good quality while other sensors were not. The customer received calibration error alerts as well as change sensor alerts. The customer was also hospitalized in (B)(6) 2015 due to low blood glucose level. The customer stated that she passed out while at work and could not really remember what had occurred. The customer stated that everything was fine at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.